Manufacturer narrative:
A getinge field service engineer (fse) went to the customer site and performed the factory-specified tests. Fse found that the machine alarm loop was leaking due to a failure in the drive valve group and the 5000h maintenance kit. Fse needed to replace the valve group and maintenance kit. Fse replaced the accessories and performed the factory-specified tests. All of them passed and met the clinical use requirements, and were delivered to the customer for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had a loop leakage. The unit was swapped out with another machine. There was no personal injury caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and suggested repair. Still repair is not finished. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : the device was not repaired.

Event description:
N/a.